Event description:
It was reported that ureteral catheter can inject fluid however when removed it got twisted. They believe this can harm the patients and requesting to return it. Per additional information received on 19jan2024, it was reported that the urologist attempted to use a right side, open tip, ureteral catheter for a procedure. Upon inserting a catheter surgeon unable to withdraw or inject fluids of any type. Surgeon removed catheter and obtained a new one. After case complete, surgeon looked at catheter to find the neck of the catheter, usually within the hub that connects to the syringe appeared twisted and crimped.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿kinked catheter¿. However, there was insufficient information to confirm this potential root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use: the bard® polyurethane ureteral catheters are intended for use in the drainage of urine from the ureter. The polyurethane ureteral catheter is inserted through the urethra, into the bladder and up through the ureter. These catheters also allow the delivery of contrast media. Directions for use: ureteral catheters are designed in a variety of distal tip configurations. The anatomical characteristics of the ureteral orifice and physician preference should determine the choice of design in a specific clinical situation. Closed tip placement (placed without a guidewire) after placement of the cystoscope into the bladder, the ureteral orifice is located and examined and a choice of ureteral catheter is made. The catheter adapter is secured to the ureteral catheter, and the catheter is flushed to evacuate all air bubbles. Under direct vision, the catheter tip is positioned within the ureteral orifice. Contrast media is then injected through the ureteral catheter into the ureter. Under fluoroscopy, the ureter is visualized and required intervention determined. Open tip placement (placed with a guidewire) after placement of the cystoscope into the bladder, the ureteral orifice is located and examined and a choice of ureteral catheter is made. Under direct vision, the guidewire is positioned within the ureteral orifice. The ureteral catheter is inserted over the guidewire and advanced into the ureter. The guidewire is removed and the catheter adapter is secured to the catheter. Gentle aspiration to evacuate air from the catheter can be performed at this time. Contrast media is then injected through the ureteral catheter into the ureter. Under fluoroscopy, the ureter is visualized and required intervention determined. Warning: this unit should not be used as a ureteral splint. Warning: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Caution: do not withdraw ureteral catheter while it is deflected in endoscope. Avoid sharp bending. Caution: do not over-tighten the catheter adapter. Over-tightening the catheter adapter may occlude the lumen of the catheter. Caution: when using the tigertail¿ catheter without the stabilizing support of a guidewire, be aware that a malfunction may occur where the flexible tip may detach if excessive force is made in contact with the walls of the bladder, ureter or renal pelvis. Should the flexible portion of the catheter become detached, retrieve with an endourology grasping device." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that ureteral catheter can inject fluid however when removed it got twisted. They believe this can harm the patients and requesting to return it. Per additional information received on 19jan2024, it was reported that the urologist attempted to use a right side, open tip, ureteral catheter for a procedure. Upon inserting a catheter surgeon unable to withdraw or inject fluids of any type. Surgeon removed catheter and obtained a new one. After case complete, surgeon looked at catheter to find the neck of the catheter, usually within the hub that connects to the syringe appeared twisted and crimped.